Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 449 mg/dl. Customer reported that there is no basal insulin delivered. Customer's blood glucose at time incident was 449 mg/dl. The customer was advised that there is two check settings alarms in the alarm history and check the daily total and there is now basal information reflected in the total.